Manufacturer narrative:
Product event summary: the data files were returned and analyzed. The data files showed that at least six applications were performed with balloon catheter afapro28 with lot number 56897, without any issues on the date of the event. In conclusion, a clinical issue was encountered during the case. The reported adverse event is not related to the performance of the cryo device. The physical product was not returned for investigation. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, the patient had phrenic nerve palsy (pnp). It did not recover during the duration of the case. The case was aborted. No further patient complications have been reported as a result of this event.